Event description:
It was reported that the customer's insulin pump was not functioning properly and she was going through multiple infusion sets as a result. Her blood glucose was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched display window and stained end cap sticker.